Event description:
A customer reported that during a cataract surgery an ophthalmic operating console did not aspirate the cataract and no ultrasounds were heard. There was no report of any patient harm. Additional information has been requested. Additional information has been received indicating that the procedure was completed successfully as the console could aspirate. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h.6 and h.10. Code 1211 has been removed. The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was foundand reviewed as part of this investigation. The complaint was regarding system message (sm) [tune failed ¿ handpiece voltage low (short circuit)], and the root cause was inconclusive. The system was found to meet specifications in relation to the reported event; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).